Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged to seeing the black particles in the humidifier. There was no report of patient harm/injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that that there were no signs of contamination on the outside of the device. The internal investigation showed that there was tobacco contamination on the air inlet port. The device also had tobacco contamination on the front panel of the enclosure. After removing the enclosure. It was noted that there were yellowish streaks consistent with tobacco contamination on all parts of the enclosure. There was tobacco contamination in the iso port. There was tobacco contamination in the blower fan and in the outlet port of the blower box. There were no signs of contamination in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed tobacco contamination in the device. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.